Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic left heart catheterization procedure. Reportedly, the thumb advancer did not click in place. The safety release did not work; the vessel locator wings did not close. The device was pulled out of the artery with no tissue damage noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.